Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement test strips were sent to the patient.